Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item name: locking bar, item: 141205-00, lot: 892200. Item name: vanguard cr ilok femoral right 70, item: 183012, lot: j3845943. Item name: vanguard 360 pst femoral augment 70x5, item: 185346, lot: 242690. Item name: vanguard 360 pst femoral augment 70x10, item: 185426, lot:157710. Item name: series a 3 peg standard patella 31x8, item: 184764, lot: 230600. Item name: cocr finned tibial tray 75mm, item: 141234, lot: j3868067. Date explanted: surgeon soaked the bearing in betadine, coated with anti-bacterial cement and implanted back in the patient. This report is number 1 of 12 mdrs filed for the same patient (reference 0001825034-2017-00859/00860/00861/00862/00863/00865/00866/00867/00869/00870, 0001822565-2017-01114/01115).

Event description:
It was reported the patient was revised for infection. The bearing and locking bar were removed, and the procedure was completed with the same bearing and a new locking bar.